Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, noise oversensing on the ventricular channel was observed. Noise was seen on the leadless ECG and the ventricular sense amp channels. The noise could not be reproduced during the device check. Programming changes were made. Patient will be followed-up in three months.